Event description:
A robotic laser fiber x 3 was defected; it worked briefly, then had to replace. We reported the defective items. No harm was done to the patient or staff. The equipment was taken by the company to check on proper operation.